Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found in the records to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number. The filter and delivery system were discarded by the user facility; therefore, not available for evaluation. The event investigation is currently underway.

Event description:
It was reported that after deployment of the filter, the pusher wire would not separate from the filter. Efforts to disengage the pusher wire resulted in pulling the filter caudally approximately 5cm into the iliac bifurcation. A post cavagram demonstrated the filter was titled approximately 30 degrees and one filter leg appeared to be extending outside of the contrast column approximately 2cm. The filter was retrieved and another vena cava filter was successfully implanted. There was no report of injury to the patient.